Event description:
It was reported that while undergoing a spinal procedure using rods and screws, the pt suffered a pedicle fracture.

Manufacturer narrative:
(B) (4): neither the device nor applicable films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.